Manufacturer narrative:
The initial MDR was filed on 09-aug-2018. Additional information (21-aug-2018): a siemens customer care center (ccc) specialist followed up with the customer and stated that the sample was not available for follow up testing. Additional information (22-aug-2018): a siemens customer service engineer (cse) visited the customer site. The cse checked the crash mechanism of the sample arm, checked the alignments of the sample and reagent arms, cleaned the wash station, checked the alignment of the tube filter, changed the water filters and the water bottle and performed preventive maintenance (pm) on the instrument. Additional information (12-sep-2018): a siemens headquarter support center (hsc) specialist reviewed the instrument files and stated that there were no indications of mechanical issues or reagent level sensing issues that would cause the discordant result. Sample level sensing within the dilution well was identified as a potential cause of the false negative cmv igg result. The cause of the discordant, false negative cmv igg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. The method, result and conclusion codes have been updated.

Manufacturer narrative:
The instrument files from the immulite 2000 xpi instrument have been provided for investigation. A siemens customer service engineer (cse) visit to the customer site has been scheduled. A siemens headquarter support center (hsc) specialist reviewed data for all the tests that were performed on (B)(6) 2018 and (B)(6) 2018 and stated that based on the counts per second (cps) data, there may have been an issue with the initial sampling. The hsc specialist has inquired if the discordant sample from the patient is available for testing by siemens. The cause of the discordant, (B)(6) result is unknown. Siemens is investigating the issue.

Event description:
A discordant, (B)(6) result was obtained on an immulite 2000 xpi instrument. The initial result was reported to the physician(s) and was questioned. The patient returned to the laboratory at a later date and a new sample was drawn. The new sample from the patient resulted (B)(6) on an immulite 2000 xpi instrument. The new sample was repeated on the same instrument and on an alternate platform, resulting (B)(6). A corrected report with the result from the alternate platform was issued to the physician(s). There are no known reports of patient intervention due to the discordant, (B)(6) result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant, (B)(6) result.